Event description:
Procedure: resection. Reportedly, the stapler was applied to the rectum however the client is reporting that the staples did not come out of instrument. The report states there was a colostomy and the surgeon sutured the tissue.